Manufacturer narrative:
The company service representative examined the system and no problems related to this event were found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications, as related to the reported events; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the system froze. The system was rebooted, but the display was blank. An alternate system was used to complete the case. There was no patient harm reported.